Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported that they carried out a self test by taking out then reinserting the battery and the alarming continues. There was no negative patient impact.

Manufacturer narrative:
(B)(4).